Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (arterial occlusion), incorrect technique/procedure (bifurcated stent graft implanted within another bifurcated stent graft). Evaluation, conclusion: operational context contributed to event (bifurcated stent graft implanted within another bifurcated stent graft).

Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately seven years and six months ago. Aneurysm morphology from the time of implant was not reported. It was reported that the patient presented with abdominal pain on an unknown date. A CT scan was performed and revealed a proximal type I endoleak and a 3 cm distal mig ration of the aneurx stent graft into the aneurysm sac (ref MFR # 2953200-2012-00864). The aortic neck diameter at the level of the renal arteries was 26 mm. The aneurx stent graft was relined with a 28 endurant bifurcated stent graft. It was reported that during this intervention, there was intentional renal artery coverage and one limb of the bifurcated stent graft was occluded / jailed which required a fem-fem by pass. There was intentional renal coverage. No additional clinical sequelae were reported and the patient is fine.